Event description:
It was reported that patient was admitted to the hospital on (B)(6)2024 for low flow alarms. Computed tomographic angiography (cta) and transthoracic echocardiogram (tte) were performed without clear evidence of outflow graft obstruction. The patient had been asymptomatic, and labs were not suggestive of anemia. No low flow events were noted on 17jan2024 or 18jan2024. The patient was being transferred from the intensive care unit (ICU) to a telemetry floor. Log files captured a notable increase in power up to 7.7 watts on (B)(6)2024 at 21:41:24. The power remained elevated until (B)(6)2024 at 21:49:22. During this time, the pump was encountering some harmonic compensation and motor instability. The first sign of the harmonic compensation was captured in the periodic log on (B)(6)2024 at 9:32:11. The power had since decreased to the 5 ¿ 6-watt range. The harmonic compensation and motor instability had also resolved. Technical services stated that this could be caused by ingested thrombus. It was additionally reported that thrombus was not confirmed, and the cause of low flow was unknown, however low flow resolved. The patient resumed anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected, section d4: corrected catalog number and UDI, section e3: corrected, section g3: corrected manufacturing site contact information, section h1: corrected. Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed pump power and flow elevations, as well as lvad (left ventricular assist device) fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. Additionally, the reported low flow alarms could not be confirmed through this evaluation. The controller and lvad event log files contained events spanning from 17jan2024 to 18jan2024. Elevations in pump power and estimated flow were captured on (B)(6) 2024 that subsequently resolved. Fluctuations in pump rotor levitation parameters were also captured at this time. Based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with foreign material, such as thrombus, passing through the device and making contact with the rotor. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.